Event description:
This report is about a bilateral pt with 2 fitmore hip stems implanted in (B)(6) 2009, left side and in (B)(6) 2009, right side. This complaint only involves the left hip: it was reported that at 2-year follow-up check, after rehab, the pt complained of femoral pain. The pt was experiencing severe pain in the anterior left thigh after walking and groin pain at rest on the right side. As per surgeon's comment, "it is most likely due to overloading." It is also reported that both knees and lumbar spine of the pt is being affected possibly due to pt's weight and the pt has had a tendency of falling. As treatment for pains, the pt has been given pain medication (name of drug not provided). There is no report of planned revision surgery as pain is tolerated.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. Should additional information be received, an updated report will be submitted. (B)(4).